Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156781. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited high, out of range defib impedance. There were no patient consequences.